Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tool hex sst 1.25mm 17mm (hx1.25) and one imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) implant system with mount were returned for investigation. Visual evaluation of the as returned products identified the tool tip had fractured in the implant mount, confirming the reported event. Additionally, there were signs of use on the reported devices. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product (hx1.25) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hx1.25) dating back to 12 months from the complaint awareness date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complaint category keyword: fracture. Therefore, based on the available information, device malfunction did occur for both reported devices as the fractured hx1.25 tip was identified in the implant mount. The reported event (fracture) was confirmed based on physical evaluation of the returned products.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided.age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Additional device information unknown / not provided. Initial reporter: email address was not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
Territory manager has reported the driver fractured during a procedure inside the implant. Doctor removed the implant and at the end once it was out he was able to remove the portion from the implant. Doctor placed a new implant in the procedure.